Manufacturer narrative:
The navio handpiece intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation could not be performed due to the handpiece was unable to communicate with the system. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is an electrical component failure of the cabling or connector. Based on the investigation, no further containment or corrective action is recommended or required at this time. Internal complaint reference number: (B)(4).

Event description:
It was reported that during the set up for a navio tka procedure, the handpiece failed the initial calibration. They proceeded to do a handpiece test and there was communication between the handpiece and the navio cart but the anspach did not advance in the handpiece and the handpiece failed. They performed a third test and the handpiece failed in the same spot. They switched over to the second set of navio instruments and the backup handpiece calibrated and passed first time without issues and was used to proceed without delays. The investigation found that the handpiece would not communicate due to an electrical component failure of the cabling or connector.